Manufacturer narrative:
Customer reported two failed devices with reportable issues found in device evaluation from the same lot on the same day. These events are captured in medwatches with patient identifiers (B)(6) and (B)(6). This medwatch is for the patient identifier (B)(6). The device history record review confirmed that the device lot had no anomaly in inspection. The device is returned and an evaluation completed for it. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is large amount of tissue build up. The ptfe pad (teflon pad) was inspected and found it is completely lifted from the jaws exposing metal; there are no missing pieces. The distal end of the device was inspected under a microscope and heavy charring and tissue build up was found throughout. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. A functional inspection could not be performed due to the lifted teflon pad exposing metal. The exact cause of the event cannot be exclusively identified. However based on past investigations, the issue possibly occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed step-by-step scenario is below. During output in seal and cut mode, the probe came in contact to hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe and the error occurred. The wearing and partially peeling of the tissue pad could have happened because seal and cut output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. The seal and cut output was activated with the non-insulated area of the grasping section touching the probe. This caused contact marks on the non-insulated area of the grasping section and the probe and the error occurred. The instructions for use includes the following statements: ·do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. The thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The customer sent the device in for evaluation for the issue of device jaw not working. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that device teflon pad was peeled and lifted back. There were no missing pieces. This medwatch is being submitted for the reportable issue of the peeled and lifted teflon pad observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H6 was updated.